Event description:
The customer states the sample camera misread a sample barcode during a sample run. No error message was generated by the ortho provue. No incorrect or erroneous results were reported.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and performed a sample camera adjustment. The customer ran and passed controls. Cts-us 2nd level support performed an investigation of the barcode labels. As per cts-us 2nd level support, barcode misread is related to poor label quality and not the instrument. Based on the investigation of the barcodes, the instrument is operating as expected and no further service is needed. The customer will be notified to investigate barcode print quality issues. (B)(4).